Event description:
It was reported to medtronic neurosurgery that a pt's valve got shut after an MRI. According to the report, the pt was experiencing headaches.

Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore, an eval of device performance was not possible. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of MFR.